Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer¿s blood glucose was 145 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.